Event description:
The account alleged the head section was drifting down slowly.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.